Manufacturer narrative:
Patient city: baynton. Patient country: australia . E1:name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325-1219 . Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set fell off from the insertion site event on 10-apr-2026.